Manufacturer narrative:
Philips has investigated this complaint. Analysis of the log file could not confirm any malfunction. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. A philips field service engineer (fse) inspected the system onsite and during troubleshooting fse found that the data monitor failed. Fse replaced the data monitor. After replacement of data monitor, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system does not boot up properly. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.